Event description:
The initial reporter received a questionable hdlc4 result from one patient sample tested on the cobas 8000 c702 module. The reporter complained that the hdl result was higher than the cholesterol result. The cholesterol result was 59 mg/dl. The initial hdl result was 59.1 mg/dl. The repeat result was 21.0 mg/dl. This result was reported to the patient.

Manufacturer narrative:
The reagent lot number is 714617. The expiration date is 28-feb-2025. The investigation reviewed the reaction monitor. The initial result's reaction monitor was inconspicuous; interference was unlikely. The repeat result's reaction monitor was inconspicuous as well. The field service engineer (fse) inspected the module and performed adjustments in the water pressure, washing, and gear pump. He also cleaned the valve and replaced the degaser. The investigation determined the event was consistent with an instrument-related issue.